Event description:
It was reported that upon interrogation the pulse generator exhibited backup vvi operation. The device was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of backup vvi was confirmed in the laboratory and was due to multiple bits flipped. The device software was successfully re-downloaded and normal device function was observed. The cause of multiple bits flipped could not be determined. Final analysis confirmed the device exhibited backup vvi operation due to multiple flipped bits in the product code. The cause of the flipped bits could not be determined. After the product code was downloaded, normal function resumed.